Manufacturer narrative:
Initial and final (B)(4) - device 2 of 8.

Event description:
Reference number (B)(4). Event occurred in the germany. It was reported by the patient'scatheters came loose. No further information available.